Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer treated with swedish fish. The customer stated that she had surgery on (B)(6) 2016 so her schedule has been off. The customer also mentioned her sensor glucose reading at 85 mg/dl. No further assistance was required.